Event description:
The customer reported that the csm power supply caught fire. The customer additionally stated, the cause may be cleaning with wipes with too much liquid since the wipe box was empty when they noticed the problem. The last wipes from the containers are often soaked in cleaning liquid. There was no injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The welch allyn 35-watt power supply is intended for use with the connex spot monitor. No further information is available on the device at this time. Hillrom has requested for the device to be returned for inspection hillrom will submit a final report with investigation conclusion on this incident.

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The power supply was received and the device was torn down to investigate the reported issue. After an initial teardown and investigation of the power supply, it was evident that a short occurred in the power supply. The power supply was not functional. It was confirmed that the power supply damage was due to fluid ingress. Looking at the screw holes and the screws themselves, there was clear evidence of rust. The screws will rust when exposed to moisture. Based on this, it is evident that the power supply caught on fire due to the short caused by the liquid from the cleaning wipes. The customer was provided with a replacement power supply. Based on this information, no further actions are required at this time.

Event description:
The customer reported that the csm power supply caught fire. The customer additionally stated, the cause may be cleaning with wipes with too much liquid since the wipe box was empty when they noticed the problem. The last wipes from the containers are often soaked in cleaning liquid. There was no injury reported. This report was filed in our complaint handling system as complaint # (B)(4).